Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high frequency electrosurgical generator had a e433 electrical problem error code. The issue occurred during preparation for use in an unspecified procedure. No delay to the procedure was reported. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the cause for the reported error message is very likely either a user error or a defective foot switch. Olympus will continue to monitor field performance for this device.